Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to hit two times buttons and were sticky and unresponsive. It was reported that the insulin squirts during priming. The customer reported that they had scratches on the screen and was unable to read. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. Device was received with a no button response due to unlocked lcd keypad connector. Unable to verify missing segment or partial display, excessive no delivery alarm, priming anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).